Event description:
The customer reported uncommanded x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported condition was duplicated. The customer had placed the footswitch in such a way that the exposure switch was accidentally depressed by the hv cable. The observation was identified by the investigator and reported to the customer. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.